Event description:
The physician performed his first endotine ribbon procedure. Per the physician, on the 21st day post-operatively, the left jowl ribbon broke at the junction of the tines and leash. At 28 days post-operatively, the physician stated that he noticed the neck ribbon on the right side broke in the same place.

Manufacturer narrative:
Per the dr, he performed a secondary operation to correct the broken ribbon device in the jowl. The dr removed the distal end of the device and suture advanced the proximal end with good lasting cosmetic effect. The cosmetic benefit of the ribbon that broke on the right side of the neck is still good, but the dr's opinion is that the lift has relaxed a bit. The dr plans on repairing this site. Coapt will follow-up with the dr regarding the results of the secondary neck procedure.